Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the nurse was able to retrieve the required medication from another station. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer stated that this malfunction caused a delay in dispensing the medications to the patient, but the nurse was able to retrieve the required medication from another station. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found drawer 4.2, row b contained duplicate addresses, leading to unloading of several cubie pockets. The customer successfully recovered all failed pockets, and the issue has been resolved. The affected pockets will be reloaded by the customer at a later time. The system functioned as intended after the field service engineer repaired the device.